Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 600mcg/day via an implantable pump. The indications for use were not reported. The patient¿s medical history included anoxic brain injury. It was reported that the patient saw the surgeon for a consult and the patient¿s mother stated the pump hadn't been working for several months. It was further reported that a dye study was attempted in (B)(6) but this was done at a different facility. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician elected to replace the catheter and the pump. The pump and catheter were replaced on (B)(6). The physician removed a section of the pump segment and then tied off the remaining catheter. The contents of old pump reservoir aspirated and telemetry indicated reservoir volume should be 1.9 ml. The actual volume aspirated from the old pump was 14 ml. The patient was restarted on baclofen at 100 mcg/day. The patient¿s status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Analysis found that there were no anomalies with the pump. If information is provided in the future, a supplemental report will be issued.